Event description:
It was reported that during a procedure to treat the left anterior descending artery, the mini vision 2.5 x 12 mm stent could not advance on the balance middleweight (bmw) guide wire. During the attempt to remove the mini vision from the guide wire, resistance was encountered and it became stuck on the guide wire. The mini vision was able to be removed from the bmw guide wire and the bmw guide wire was able to be used successfully with another device. No adverse patient effects were reported. No additional information was provided.

Event description:
Lab analysis noted that the stent implant was returned dislodged from the stent delivery system (sds). The sds balloon was separated and not returned. Additional information was provided stating that the damage [stent dislodgement and separation of the balloon] occurred during the attempt to remove the mini vision from the bmw guide wire, however, there was no adverse patient effects or intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: an analysis of the returned mini vision stent delivery system noted the returned stent implant had dislodged from the balloon. The balloon had separated at the proximal seal and the inner member was separated distal to the proximal seal. These observations are consistent with the reported information and additional account follow-up. The fracture face of the balloon and inner member separations was jagged, which may suggest that the separations may be related to tensile overload (material stress/fatigue) due to handling during attempts to remove the stuck guide wire from the sds. A new guide wire was not advanced through the returned sds due to the separation noted. However, based on the location of the separation, it is likely that the reported resistance was met in the separated distal portion of the inner member. The balloon and separated distal portion of the inner member (including the tip) were not returned, which may have aided in the evaluation. The shaft proximal to the proximal seal had kinks; however, this damage likely occurred during post procedure handling for return and did not contribute to the reported resistance. It was reported that the bmw guide wire was successfully used with another device after the reported resistance, suggesting that the bmw guide wire had no product deficiency or damage contributing to the resistance. However, it was not returned, which may have aided in the analysis. There was possibly dried blood or contrast on the guide wire or in the sds guide wire lumen which could contribute to the reported guide wire resistance; however, this cannot be confirmed. A conclusive cause cannot be determined for the reported difficult to position and remove the sds on the guide wire. The dislodged stent had one flared strut in the first row of distal stent struts, and the first three rows of the proximal end of the stent implant were mangled. The outer diameters of the stent implant could not be measured due to the damage noted. Based on the reported information, the reported stent dislodgement occurred during the attempts to remove the sds from the bmw guide wire. It is likely that due to the handling the crimped stent interacted with the lesion or guiding catheter which resulted in the stent dislodgement and damage. In conclusion, a conclusive cause cannot be determined for the reported difficult to position and remove the sds on the guide wire. However, handling during attempts to remove the stuck sds resulted in the balloon/inner member separation, stent dislodgement and stent damage. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.